Event description:
Healthcare professional reported injecting a pt with an unspecified "juvederm sc." After the injection "purpura" and swelling developed "on affected part of pt's face." The pt was treated at a hosp. Status of symptoms are not known at this time.

Manufacturer narrative:
Unique identifier (UDI)#: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "purpura and swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.